Event description:
While measuring blood samples on the blood gas analyzer abl 827, natrium values were found to be too low. Quality control (qc) did not trigger alarms. After the reference membrane was replaced the na measurements were higher. There have been no allegations of death or injury.

Manufacturer narrative:
The evaluation performed consisted of analysis of data provided by customer. Conclusion of evaluation: reference membrane in crea instruments are damaged due to prolonged exposure to fluids, resulting in devices performing outside analytical specifications. Replacement intervals recommended in labelling is to be changed to the following: for an average of 40 samples or less per day replace reference membrane after 2 weeks. For an average above 40 samples per day replace reference membrane after one week. When the reference membrane is replaced according to the schedule above opposed to after a month, as recommended in the labelling, the membrane then performs according to specifications.